Event description:
In 2007, an axillobifemoral gore-tex stretch vascular graft was implanted in a male pt. Pt was discharged on the following month. Pt presented one month later, to the hosp with cellulitis of the left flank. At some point, portions of the graft were explanted around both two months later (see 2017233-2007-00031) and approx three months later; the exact dates are not clear at this time. It is reasonable to assume, based on the available info, that the portions of the graft were explanted due to infection. The investigation is pending.

Manufacturer narrative:
A review of the mfg and sterilization paperwork has been conducted. The review of the mfg and sterilization paperwork verified that this lot met all pre-release specifications.